Manufacturer narrative:
Results: a sample was not returned for evaluation. Bd was not able to confirm customer indicated failure. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been opened to document the investigation path and corrective/preventative actions taken to remediate this defect.

Event description:
It was reported that the 21gx.75" bd vacutainer® winged safety pbbcs, 12" tubing, luer adapter leaks near hub during use. No serious injury or medical intervention reported.